Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was reloaded and the gpos and related cable was reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system lost patient information. There is no report of patient injury.